Event description:
It was reported that the transmitter is not linking to the pump. Customer's blood glucose reading was 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: (B)(4) analysis inspected 1 opened/used partial enlite sensor and found sensor canula broken inside sensor base. Missing broken part.